Event description:
Procedure: low anterior resection. Reportedly, the instrument was applied to the rectum. Stapling was performed properly, but tissue was not cut completely. The surgeon pulled the device back by force, which resulted in tissue damage. The tissue was treated with hand sewing.